Event description:
The patient was implanted with a vascular access graft. It was reported by the distributor, that approximately two years post implant, the patient developed a blister at the access site. The blister burst and bled (estimated 2 pints of blood were lost) and the patient was taken to the o.r. At a nearby hospital. The blister took a long time to heal; therefore, another access site further down the graft was used and approximately a month later, the patient went in for dialysis, the nurse swabbed the patient with betadine and the blister burst again. The nurse proceeded to compress the site to control the bleeding. It was reported that the patient lost an estimated half to one pint of blood. At this time, the patient was transported to another hospital. The doctor stitched the site and approximately two hours later, the access site was lost. According to the physician, the access site must have clotted off. A temporary catheter was placed in order to complete dialysis. Approximately three days later, the graft was removed by the physician and a new graft was implanted in the same arm. During this procedure, the physician turned off the patient's defibrillator. It was also reported that the patient lost use of the arm after the graft was implanted and was diagnosed with steal syndrome. The next day the patient expired due to heart problems.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time.